Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what type of tissue was the device being fired on (bronchus, etc.)? No information. How was the staple line with lumbricoid shape repaired? No information. It was reported that, ¿after the operation, leak occurred.¿ just to confirm, was a leak detected at the end of the case (during air leak check, etc.)? If yes, how was the leak repaired? Or, did a post-operative leak occur? No information. If yes, how was the leak diagnosed? No information. If yes, was the leak confirmed to be coming from the gst60t staple line? No information. If yes, what intervention was required to repair the leak? No information.

Event description:
It was reported that during a laparoscopic pneumonectomy, the staples were formed in lumbricoid shape at the distal end of the cartridge. After the operation, leak occurred. The target tissue was not thick. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.